Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -7.0/+4.0/092 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive suprise is reported. The lens remains implanted.

Manufacturer narrative:
B5-updated information: on (B)(6) 2022 the lens was explanted and then replaced with a different sphere/cylinder lens. The problem was resolved. Claim# (B)(4)